Manufacturer narrative:
One medfusion pump was received with the top case corners chipped the bottom case tabs broken and a missing serial number label and plunger case seal. The event history log was reviewed and there were "back up audible alarm post", "battery not working" and "battery communication timeout" errors. The power up process, battery diagnostics check and a test of known good battery were conducted. The backup audible alarm post was found was at power up and all battery values were at 0. The black low profile supercap on the main board does not operate as intended and the battery was inoperable due to normal wear since the battery is 8 years old. The cause of the audible alarm could not be determined since no damage was found on the main board. The main board and battery were replaced to resolve the issues.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "system failure back up audible alarm post" and a battery issue. There was no reported adverse event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 ( patient code)